Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was previously implanted with a primary cell battery ins model along with a lead. The patient was very satisfied with his stimulation, getting paresthesia on both legs on the pain area. The patient came back because of elective replacement indicator (eri) of the ins. His ins was replaced with a rechargeable battery ins model which was completed on (B)(6) 2022. Since the replacement, they had not managed to find a correct stimulation on the painful area. The patient no longer felt paresthesia in the legs despite numerous attempts and adjustments. Paresthesia was always located at the stimulator area which was on the right flank. The impedance values of the system were all good. They decided to test the lead with a wireless external neurostimulator (wens) in the operating room. When they tested with the wens, the patient felt paresthesia again in the right place so they decided to replace the ins. Post operative they found a satisfactory adjustment with paresthesia in the legs and no more feeling near the ins.  The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Device analysis for ins nme796032h revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The device passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.